Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Connectors of the tigerpaw system ii device were not engaged correctly. There was no patient negative effects.